Event description:
It has been reported to philips that the iscv was not displayed on the azurion 7 m20 system flexvision monitor. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the iscv was not displayed on flex vision. Upon functional testing, the field service engineer (fse) found that there was no green led power on light in wcb. The fse replaced the wcb tx and connected wcb dvi to display port iscv. After replacement of wcb tx, the system was returned to use in good working order. The codes were updated based on the investigation outcome.